Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: fractured stent requiring medical intervention/fractured stent strut remains in patient. Device issue: fractured stent. It was reported that during the procedure, a cutting balloon was used to predilate the left anterior descending (lad) and then a xience v (3.0mm x 18mm) was implanted. The stent was post dilated by powersail (3.5mm x 08mm), after which there was a fracture noticed in the stent, so another xience v (3.0 x 23mm) was implanted. A piece of the stent strut was fracture and is free floating in the patient's coronary. Reportedly, the patient was doing fine and was discharged from the hospital. No additional event or patient information is available.